Event description:
This lead was reported to have sensing issues that caused inappropriate shocks.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the data and x-rays you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available iegms demonstrated the presence of the noise on the rv channel which led to shock delivery as reported in the complaint text. The diagnostic images were investigated confirming the mentioned irregular anatomy of the patient which might have led to an increased stress level of the lead in the implanted state. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.